Event description:
The manufacturer received information alleging sinus infection related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged sinus infection. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation/breakdown was not observed in the base unit, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The device's event logs were downloaded and reviewed. No errors were logged. The manufacturer concludes black contamination at the blower seal of the blower box, dust/dirt contamination inconsistent with degraded sound abatement foam. The manufacturer confirmed the presence of contamination in the airpath. Section d9, g3 and h6 has been updated in this report.